Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer could not recall and significant events leading to the hospitalization. The customer was vomiting and they were hurting all over their body. The customer¿s blood glucose at the time of admission was over 800 mg/dl. They were wearing the insulin pump at the time of hospitalization. They were admitted for 3 days. They were treated with intravenous therapy and was given some antibiotics due to a possible infection. The health care professional adjusted the basal and bolus wizard settings. The customer was doing better after the changes. The device will not be returned for analysis.